Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) had system failure 10. No harm or injury reported.

Manufacturer narrative:
Corrected fields: d10, e1 (event site telephone), h6 (medical device ¿ problem code). Updated fields: b1(contact person ¿ mfg site), d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. The following analysis was performed by abdellatif berkane, senior service technician from the maquet failure analysis and testing (fat) department in wayne. The fat department received the part with a reported unit failure corresponding to system failure code 10. A visual inspection was conducted on the received part (part number: 0670-00-0770_m, serial number: (B)(6)), and it was found to be in good condition. The fat department installed the part (part number: 0670-00-0770_m, serial number: (B)(6)) into the cardiosave test fixture (serial number: (B)(6)) and tested it according to factory specifications outlined in procedure 0002-07-d016 rev f and the cardiosave service manual (number: 0070-00-0639, revision r). The department was able to verify the failure as described by the customer. Additionally, it was observed that the executive board was not retaining the log history of all calibrations. The part is being retained in the fat department as per procedure 0002-07-d008 rev at. Probable root cause: the likely root cause of the executive processor board failure is component reliability. The getinge field service engineer (fse) who encountered the issue reviewed the logs and noted that multiple alarms were displayed with question marks. This suggested a failure in the executive board, as the unit was unable to retain logs and possibly failed to hold transducer calibrations. The executive processor board was replaced, and the unit was re-calibrated. It was confirmed that the device no longer displayed system failure code 10 and successfully passed all factory-required tests before being returned to the customer.

Event description:
N/a.